Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy and capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture, severely enlarged lymph nodes, silicone deposits within the lymph nodes and capsular contracture, baker grade unknown. It was noted a lump is currently being examined due to suspicion of bia-alcl. The report of breast implant illness is a systemic event and has been deemed not device related. The device has been explanted.